Event description:
It was reported that the device will not calibrate rate and had under infusion. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c07. Annex d: d0106. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module failing the rate calibration test was confirmed and replicated during testing. An internal and external inspection was performed. The iui's were noted to have no signs of white residue and crushed insulation ribs. An rfid was found within the boards and bezel assembly and the bezel assembly was noted to have a protrusion separating from the mechanism frame assembly from the bezel boss, both of which contributed to the reported under-infusion. All parts inspected were manufactured by bd. The repair center was contacted to see if they had opened the equipment due to a possible error on their part by leaving the rfid inside the device, but they mentioned that the equipment was not opened. Using alaris system maintenance (asm v12.5), rate accuracy and rate calibration were performed on the received device. An initial rate accuracy test with asm of the source pump module determined that the device was out of specification with an actual error of -6.1667%. The vpmr was 158.3 l and it was noted that a calibration may be required. The rate calibration task was performed on the received pump module. As a result, the new vpmr of the pump module was 148.9 l, which was outside the acceptable range between 153.9 l and 188.1 l. It was noted that the pump module failed and must be repaired. Following temporary replacement of the bezel assembly for testing purposes only, a rate calibration was performed on the pump module with the good bezel from the dchu facility; as a result, the device was recalibrated with a new vpmr of 169.2 l. Additional rate accuracy was performed to ensure the device operated within specifications, and as a result the pump module passed the test with an actual error of 0.4167%. The device was reported with no patient involvement. There was no error in the error logs related to what was reported. The system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the bezel assembly and change the plastic rivets on the boards. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not calibrate rate and had under infusion. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.